Event description:
X-rays were not performed and the pt did not undergo revision surgery; therefore, the cause of the reported high lead impedance condition cannot be determined.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The pt has not been able to feel device stimulation for approx one year. No adverse event was reported in conjunction with the high lead impedance condition. The pt has reportedly been seizure-free for the past two years. Treating neurologist plans x-rays to assess whether there are any discontinuities in the ncp system. Lead break is suspected.